Event description:
A pump malfunction was reported, identified by malfunction code 14. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue reappeared, and the customer expressed understanding of this guidance.